Event description:
After cs29 dlu was fired, inspection of anastomosis revealed staples did not form, dropped into situs and had to be retrieved one by one. Laparascopy had to be converted to open procedure.